Event description:
It was reported that this pacemaker was unable to be interrogated. Technical services (ts) provided troubleshooting for the patient's device, however the consult was locked into read-only mode. This pacemaker has not been checked since 2019. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was unable to be interrogated. Technical services (ts) provided troubleshooting for the patient's device, however the consult was locked into read-only mode. This pacemaker has not been checked since 2019. The device was checked to ensure it was MRI compatible while in the clinic and the follow up report was sent to ts. This device remains in service. No adverse patient effects were reported.